Event description:
It was reported that the patient came for atrial lead revision due to post-thoracic surgery pacing and sensing numbers elevated, including high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, but there was blood on proximal conductor and outer insulation was melted and breached/cut; full lead returned and analyzed.